Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse checked the neutral electrode and confirmed it was in good condition. Fse performed a hard power cycle on the generator. After the restart, the system functioned normally during the procedure, and no errors were reported. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error m-b1 may be attributed to the neutral electrode (e.g., grounding pad) may not be connected to the generator, or may have poor contact with the patient surface.

Event description:
It was reported that during a da vinci-assisted hysterectomy surgical procedure, the customer reported that the ground pad was not being detected. The customer tried changing the ground pad and restarting the generator and shorting the dual ground pad however the issue persisted. The customer decided to use external integrated electrosurgical unit (iesu) for monopolar activation however the issue persisted. The customer was proceeding the surgery with bipolar energy alone. Tse suggested to verify the external device's foot for energy activation. The procedure was completing as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the procedure was completed robotically with the same generator. The monopolar ports were discontinued and completed with bipolar ports. The procedure continued with bipolar instruments. After the procedure, the system hard power cycle and generator hard power cycle were performed. After that the ground pad issue was resolved, and the same esu used for the next procedure was completed without any issues.